Event description:
It is reported that the devices were implanted in 2008 and that the patient was revised in 2009 due to bone loss under the femoral component, osteolysis, and pain. All implants were removed and replaced with revision implants.

Manufacturer narrative:
Evaluation summary: patient complained of pain shortly after initial tka was performed. Specialist found no visible problems based on non-invasive techniques. During surgery, it was determined that there was bone loss (osteolysis) under the anterior flange of the component. However, since no product was returned, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.